Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patients' bacteremia started in (B)(6) 2020 and had positive methicillin-susceptible staphylococcus aureus and multiple drug resistant pseudomonas aeruginosa. The patient was put on long term intravenous zosyn (piperacillintazobactam) and dicloxacillin progressing to daily home intravenous zerbaxa (ceftolozane/tazobactam).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had chronic bacteremia that was resistant to antibiotics. The patient passed away at home with hospice services. The outcome was not considered to be device or therapy related.